Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had reached the elective replacement indicator (eri) and was exhibiting pacing and sensing issues. A complete loss of ventricular capture was observed through the ipg as well as infinite impedance measurements. When the ventricular lead was connected to an analyzer, measurements were within normal limits. The ipg was reconnected to the ventricular lead with infinite impedance and loss of capture being observed again. Manual manipulation could not reproduce loss of capture or high impedance. The ipg was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.